Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected resets noted during testing. No unexpected prime alarms noted during testing. Insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 120 mg/dl. The customer stated that insulin was squirting out during the priming process and she was stuck in a rewind complete/bolus delivery loop. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.